Event description:
S [situation] - black substance found on IV tubing by rn b [background] - rn was going to hang a med with the bd alaris pump infusion set 10942011 lot 25125085 and found a black, speckled material at the enclosed spike a [assessment] - unknown material found in pump infusion set. Rn quickly identified substance and did not use it to administer medications to patient. R [recommendation] - contact manufacturer for similar defective products and escalate house wide to other units to beware of infection risk black foreign substance found in bd alaris tubing. Nurse opened package prior to connecting IV medication and discovered the black specks around spike.